Event description:
On (B)(6) 2011, a customer contacted haemonetics to report a disk spill within the orthopat machine. No pt injury or reaction. No operator injury was reported.

Manufacturer narrative:
On (B)(6) 2011, a customer contacted haemonetics to report a disk spill within the orthopat machine. No pt injury or reaction. No operator injury was reported. Upon eval of the device an internal fluid spill was confirmed. No smoke, fire, burning or carbonization was noted. The machine was decontaminated and the components which were damaged were replaced including the power supply. (B)(4).